Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, with the powered plee60a on the surge firing, the load would not hold in it. Had to open a new gun to complete case. No patient complications.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2020; d4: batch # u94k7j. Investigation summary: the analysis reports that one plee60a device was returned with 6 reloads. During the visual inspection of device and 6 reloads, no visible damage was noted. Reloads (d, c, b, a) gst60b, (u5cf12) were received fully fire. All drivers present no damage. Reload (e) gst60g, u5av87 was received fully fired, all drivers were presents and no damage. Reload (f) gst60d, r5a641 was received fully fired, all drivers were presents and no damage. During the analysis result: reload was difficult to install. Examination of the channel revealed that it was non-forming to the .003: chamfer causing the high installation force. Gst60w r58v95 was loaded and fired. Staple form and cut line were as intended. The reported complaint is confirmed due to out of spec component. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.